Event description:
It was reported they could not aspirate the entire amount of sterile water out of the pump. The pump was not implanted and a different pump was used. The patient status at the time of the report was alive no injury. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.